Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two samples. The following results were provided: 1st sample plasma: sid (B)(6) 2024 initial result 61.2 pg/ml, repeated 23.6 / 3.6 / 8.9 pg/ml. 2nd sample: sid (B)(6) 2024 initial result 3.3 pg/ml, repeated 3.4 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25-27 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for two samples. The following results were provided: 1st sample plasma sid (B)(6), (B)(6) 2024 initial result 61.2 pg/ml, repeated 23.6 / 3.6 / 8.9 pg/ml. 2nd sample sid (B)(6), (B)(6)2024 initial result 3.3 pg/ml, repeated 3.4 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 64186ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 64186ud00 was identified.